Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed catheter damage and detached in the distal tip portion. The catheter flushed normally when the imaging core was fully retracted and fully advanced. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a tip detachment occurred. The 95% stenosed target lesion was located in the right coronary artery. An opticross¿ imaging catheter was selected for use. During preparation, when opticross¿ imaging catheter was crossing the guidewire while outside the patient's body, the tip of the opticross¿ which was located in the head of fast-exchanged, was detached. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a tip detachment occurred. The 95% stenosed target lesion was located in the right coronary artery. An opticross¿ imaging catheter was selected for use. During preparation, when opticross¿ imaging catheter was crossing the guidewire while outside the patient's body, the tip of the opticross¿ which was located in the head of fast-exchanged, was detached. The procedure was completed with a different device. No patient complications were reported.